Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that device broke and a portion remained in the bone.

Manufacturer narrative:
Alleged failure: the tip of the anchor impacted in the bone, broke and was kept into the bone of the patient. The failure identified in the investigation is consistent with the complaint record. The probable root causes could be: excessive force applied on inserter, movement of guide out of orientation to pilot hole, or use of wrong drill. (B)(4). The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that device broke and a portion remained in the bone.